Event description:
Report received of an under-delivery in routine biomedical testing. The customer contact reported that in routine biomedical testing, the device underdelivered by 9%. No specifics were given to volumes tested. According to the customer contact, there was no reported adverse pt event while the device was in clinical service. Though requested, there was no further info available.